Event description:
Revision surgery due to infection.

Manufacturer narrative:
The agent reported, revision surgery due to infected. Washout/poly swap. Male 54. Complaint has been evaluated and is similar to report number 1644408-2022-01515; 346-14-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.